Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn1275 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the nurse flushed the line with saline and the patient informed her that his arm was wet. External fracture noted and patient sent into hospital to have the PICC removed. Fixation device used was secureacath. A new PICC is scheduled to be placed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The ink on the extension leg and the 0 cm depth marker was observed to be worn and faded. A circumferential split was observed in the catheter about 1 mm distal to the molded joint. A microscopic observation revealed the edges of the split to be rough with an uneven and granular surface texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be less lustrous near the split. The cross-section of the catheter near the split was observed to be elliptical in shape. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU cautions: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported that the nurse flushed the line with saline and the patient informed her that his arm was wet. External fracture noted and patient sent into hospital to have the PICC removed. Fixation device used was secureacath. A new PICC is scheduled to be placed.